Manufacturer narrative:
Non-invasive testing was performed with the ventilator. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the general checkout procedure. A review of the event trace on the incident date of (B)(6) 2015 revealed that the operational period started on (B)(6) 2015 at 07:42 am and ended on (B)(6) 2015 at 01:19 pm. The event trace indicates that the ventilator issued a low pressure alarm condition 5.4 hours prior to being properly powered down. This entry has no associated alarm clear entry.

Event description:
It was reported that the patient passed away while on the ventilator. The patient was on his way to work, pulled over, and was found slumped over his steering wheel. The paramedics arrived at the scene and the ventilator was not alarming at that time. When the patient was disconnected, the ventilator then started alarming. There are allegations of ventilator malfunction causing patient harm.